Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The reviewed logs showed no evidence of segmentation faults, coredump, database errors and no other errors capture in the logs for the cause of this issue. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that during a case, the camera cart monitor had turned black while the main cart monitor stayed on. The camera cart monitor had shut off. Shortly after, the main cart also turned black. The manufacturer representative bypassed the issue by using a secondary navigation system at the site and they did not perform any reboots or troubleshooting once the screens had turned off. Troubleshooting steps were later performed. It was suggested that the manufacturer representative delete old patient exams to free up space in the software. It was noted that both monitors were on and functioning. It was unknown if there was a delay to the procedure. There was no reported impact to the patient¿s outcome. Additional information was received from the manufacturer representative. It was reported that the issue occurred intra-operatively during a spinal procedure. It was confirmed that there was no delay to the procedure and no impact to the patient¿s outcome.